Event description:
It was reported that the handpiece overheated during an unk procedure. The procedure was completed w/the device. There were no adverse consequences and no delays in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the reported event as reported was not duplicated. The handpiece passed all steps of the quality inspection procedure and did not exceed the maximum allowed temperature. The pan head machine screw was loose on the linear bearing assembly, which could eventually lead to overheating, however this was not observed. The DHR review indicated the device passed all testing and inspections as required at the time of MFR. The device was repaired and returned to the customer.